Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 15 unopened racepacks and 5 opened. Analysis and results: there are no previous complaints of this code batch, there are no units in stock. All the samples received and the most of the pledgets are wrongly assembled in the sutures. 10 of the 15 closed samples and the 5 open samples received are assembled out of the holes of the pledgets. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: complaint is not justified. The results of samples received do not fulfill the OEM requirements. Actions on product: based on the conclusion derived from investigation, this code/batch to the customer will be replaced or a refund. Corrective/preventive actions: according to the internal procedures, a corrective action is in order to avoid this kind of incidents in the future.

Event description:
Country of complaint: spain pledgets are not placed correctly. It is observed that they are badly holed and the suture does not go through the holes.